Event description:
It was reported that when patient presented to clinic for routine device check, the device could not be interrogated. Premature battery depletion was suspected. Patient had not received any alerts from the device. Patient was not pacemaker dependent. Physician explanted and replaced the device. Patient was stable before during and after procedure.